Manufacturer narrative:
The reporter stated she does not know if a new finger was used with each test. Product labeling states "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." The reporter stated that it took more than 15 seconds from the fingerstick to the test strip blood application. Product labeling states "you must apply blood to the test strip within 15 seconds of lancing the finger." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek xs prof meter (clinic's meter) with an unknown serial number compared to another coaguchek xs meter (patient's meter). The result from the patient's meter at 12:35 pm was 7.1 inr. The result from the clinic's meter at 3:30 pm was 5.1 inr.  The reporter stated she does not know if a new finger was used with each test. The reporter stated that it took more than 15 seconds from the fingerstick to the test strip blood application. The patient's therapeutic range is 2.0 to 3.0 inr. The interval of testing is weekly.